Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/ intervention required), menorrhagia ("heavy bleeding during menstruation") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, menorrhagia and fatigue to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Abdominal pain was considered serious due to medical significance and is anticipated in reference safety information for essure. This case was regarded as incident since an intervention was required: bilateral salpingectomy (performed approximately 4,5 years after essure implantation). Other non-serious events were reported: heavy bleeding during menstruation and fatigue. Considering that abdominal pain may occur after essure insertion, and because no alternative explanation was provided, a causal relationship with essure cannot be excluded. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Abdominal pain was considered serious due to medical significance and is anticipated in reference safety information for essure. This case was regarded as incident since an intervention was required: bilateral salpingectomy (performed approximately 4,5 years after essure implantation). Other non-serious events were reported: heavy bleeding during menstruation and fatigue. Considering that abdominal pain may occur after essure insertion, and because no alternative explanation was provided, a causal relationship with essure cannot be excluded. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.